Event description:
Needle broke off [needle issue]. Case description: the incident does not represent a serious public health threat. Medical device information: class iia. This spontaneous case from the united states was reported by a consumer as "needle broke off" and concerned a (B)(6) female patient treated with novofine 30 (needle) from an unknown date due to type 1 diabetes mellitus. Patient's height and weight were unknown. Medical history included a previous novofine needle which broke off while performing injection in stomach, which is captured in linked (B)(4). The patient's concomitant medication included levemir flexpen (insulin detemir), which the reporter did not have any technical difficulties with and was not suspected as causing or contributing to the event. A consumer reported his wife had a novofine 30 needle break off in her stomach on (B)(6) 2010. The husband stated that the needle "had to have a barb on it." The patient went to the emergency room (ER) where the ER staff were able to remove the needle via an unspecified method. No treatment was given in response to the event. The patient was not admitted to the hospital and was discharged the same day. The overall outcome was reported as "recovered."